Event description:
It was reported via repair work order that the brakes could not be fully engaged due to broken brake tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.